Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During procedure the physician noted that the stylet could not be inserted in the left ventricular lead. The lead was replaced. The patient was stable during and post procedure.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. The physician removed the entire system, disinfected it and attempted to re-implant it. During procedure the physician noted that the stylet could not be inserted in the left ventricular lead. The lead was replaced. The patient was stable during and post procedure.